Manufacturer narrative:
It was reported that, while inserted in patient, the foley catheter's balloon deflated resulting in the foley catheter falling out from the patient. Per report, the patient is a home health patient and required the foley catheter due to being a paraplegic. The foley catheter was placed in the patient on (B)(6) 2018 by her home health nurse and on (B)(6) 2018 the patient noticed that the catheter fell out. The customer reported that when she inspected the balloon it looked like the balloon popped. The patient contacted her home health nurse and a new catheter was placed without further incident. There was no further change to the patient's treatment plan at this time. There was no serious injury or follow up care reported related to the event. There was no report of any adverse patient consequence and no effect on the patient's stability, as a result of the incident. Due to the reported need for foley catheter re-insertion and in an abundance of caution, this medwatch is being filed. The sample was returned for evaluation and the customer reported issue was confirmed; however a root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that while inserted in patient, the foley catheter's balloon deflated resulting in the foley catheter falling out from the patient.